Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the case ended normally. Patient experienced black stool following a laparoscopic gastric bypass. There was no patient injury.